Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/04/2015 with the following findings: evaluation revealed that the serial number label was wearing. A dim display with red character hue was found. A returned battery cap used for investigation. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed a dim display. This report is made based on results of investigation completed on (B)(6) 2015.